Manufacturer narrative:
Unit was not received in manufacturing mode. Unit passed displacement test, sleep current measurement, active current measurement and self-test. No unexpected low battery alerts or replace battery now alarm noted in the insulin pump trace download. Insulin pump trace download analysis confirmed the insulin pump alarmed power error alarms. The power management tool confirmed power error alarms were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, peeling end cap address label and corrosion in battery tube.

Event description:
The customer's mother reported via phone call that insulin pump had low battery alert prior to the replace battery now alarm. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.